Event description:
Patient reported being treated, by a fire department employee, for hypoglycemia. Patient stated that blood glucose, when tested on the fire department's device, measured - 50 mg/dl. Patient indicated that he was given "gunk" to elevate blood glucose. Patient stated that last blood glucose value obtained on the suspect device, prior to the event, was - 270 mg/dl - 280 mg/dl (time between suspect device result and fire department device result was not provided). Patient did not indicate if any action had been taken based on the value obtained on the suspect device. Patient refused to provide additional information about the event. Patient noted that he removes a few test strips at a time, from the original vial, and stores in the device carrying case. Patient was advised that prolonged exposure will damage the test strips. Technical support requested the return of the suspect product and replacement product was shipped.